Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the customer had high blood glucose of 389 mg/dl and 489 mg/dl. Customer stated that she changed the set and insulin last night. Customer's blood glucose went high to 500 mg/dl and she changed the insulin and set again. Customer's blood glucose went from 395 mg/dl to 388 mg/dl, and finally to 529 mg/dl. Customer stated that she had symptoms of high blood glucose such as urine. Troubleshooting was performed and customer stated that the insulin did exit the tubing. Customer did not have a tubing clamp but will be sent one. Customer was advised to do a complete set change. Customer stated that she had high blood glucose since saturday and her blood glucose was at 561 mg/dl. Customer changed her set and had a severely bent cannula. Customer will call back to complete the high pressure test.